Event description:
It was reported that the pneumatic hose of the drill had a small cut. This was noticed during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.